Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports error service password required when selecting pacer option. There was no report of patient involvement.